Manufacturer narrative:
The device was returned to caire repairs, and the burnt power cord was discovered. A device investigation was completed. The evaluation of the companion 5 stationary oxygen concentrator involved in the adverse event showed that, with a replacement power cord installed, the concentrator meets its functional specifications and does not exhibit any abnormal behaviors or alarms during prolonged periods of use. Furthermore, the damage noted by RMA personnel to the concentrator's power cord was the only damage found by both the external and the internal inspections of the concentrator. The specific circumstances that led to the power cord damage could not be determined. Further information regarding the concentrator's working environment and the electrical system to which it was connected to at the time of the adverse event is required to determine root cause.

Event description:
The unit was identified in caire repairs. The unit arrived with a burned/melted power cord.